Manufacturer narrative:
The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was reported that during reprocessing, the device failed the leak test and tested positive for 1 colony forming units (cfus) of gram positive cocci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the device failed the leak test and tested positive for 1 colony forming units (cfus) of gram positive cocci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.